Manufacturer narrative:
(B)(4). (B)(4) companion samples were received for evaluation. A random sampling of (B)(4) was selected and tightened on transfer set lures for inspection for loose connection. (B)(4) was confirmed for loose connection. This report was not confirmed in the lab. The results of a batch review revealed no defects during the manufacturing process. Based on the information obtained from baxter?s investigation, the root cause was not determined. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The device/product sample has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
This report addresses product quantity 6 of 11. The home patient (hp) reported to corporate product surveillance an unspecified quantity of her minicaps seemed to be fitting a little looser than usual; therefore, she was not comfortable using any more product she currently has at home. The hp stated her transfer set was replaced at the hospital and a minicap from the hospital supply was used. The hp stated she is very cautious with her technique and ensures she keeps the area sterile. On (B)(4) 2011, during a follow up call from global pharmacovigilance, the hp reported that she tried 11 different minicaps and none of them fit. On (B)(4) 2011, product surveillance spoke with the hp who confirmed she puts her mini cap on to cover the edge and then twists. The hp confirmed when she twists, she then feels the connection tighten and 'engage' with the last twist. The hp stated with the reported lots that were 'loose', she stated it was almost like the cap wouldn't 'catch with a twist'; the hp stated it's like the threading was stripped. The hp stated she would put the cap on, twist, and then it simply didn't thread to stay tight. The hp confirmed she is having no further issue with her new caps. The hp confirmed she was comfortable with proper procedures and has continued therapy without further issue.